Manufacturer narrative:
Unit received with completely broken off reservoir tube lip noted. Unable to perform displacement test due to damaged reservoir tube lip. Missing reservoir tube o ring, minor scratches on lcd window, cracked lcd window, cracked case at display window corners, scratches on reservoir tube window and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump is damaged. The customer's blood glucose reading was 154 mg/dl at the time of incident. Troubleshooting found that the rim that holds the reservoir in place broke off. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.